Manufacturer narrative:
Field service engineer (fse) troubleshot loss of x-ray images on the monitor. Fse found and replaced the monitor's coax cable, then checked the unit for proper operation per hut service checklist qssrwi4.1 and returned the system to customer for full service.

Event description:
On (B)(6) 2013, customer states that during an ureteroscopy procedure the monitor failed. The physician completed the procedure by using the endoscope. No report injuries.